Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was cracked and unresponsive. Customer's blood glucose level was 345 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.